Manufacturer narrative:
Section a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as there is an indication that the lens was remain implanted. Section d6b: if explanted, give date: not applicable device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens had been inserted, but the trailing haptic wouldn't release off the optic. The surgeon spent over 10 minutes trying to remove the haptic using a variety of instruments (ai, sinsky, forceps, etc.). Once the surgeon was able to remove the haptic from the optic, there was an imprint on the optic caused by the haptic. However, as the surgeon continued with the surgery, the imprint seemed to disappear. No further information was provided.